Manufacturer narrative:
The warnings in the package insert states "foreign body or allergic reaction to implant components" and "infection (systemic or superficial)" are possible adverse events. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
This implant consisted of a right mandible, a right fossa, and two dental implants. It was reported the fossa and mandible remain implanted, however the dental implants were removed due to pin tract sepsis. Cover plates were requested (B)(6) 2016 to place into the implants to keep the threads of the holes that will house the dental implants open. The implant and explant dates have not been provided at this time.

Event description:
The distributor reported "the patient is having some issues with inflammation and sepsis and the surgeon would like to test for a possible allergic reaction to the material." The date of implantation has not been provided, however the implant was manufactured in 2012.